Event description:
It was reported that this lead was unable to be implanted. The lead was intended to be place in the left bundle branch, however, the helix got caught up in tissue and was having issues when extending and retracting. No adverse effects to patient.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix based on visual inspection which shows an extremely stretched and deformed helix. Visual inspection found a bent helix, which was likely due to induced damage during the surgery procedure. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this lead was unable to be implanted. The lead was intended to be place in the left bundle branch, however, the helix got caught up in tissue and was having issues when extending and retracting. No adverse effects to patient.

Event description:
It was reported that this lead was unable to be implanted due to unknown product performance issues. No additional information is available at the moment. No additional adverse patient effects were reported.